Event description:
Material # 302832; batch # 4152396. It was reported by customer that 30 ml syringes that had precipitate in them. Verbatim: rcc received a complaint via email. Email(s) attached. We have used a couple of 30 ml syringes for 5fu that had precipitate in them. Since 5fu can crystallize when it is too cold, we assumed the issue was the drug. Now we have had the same type of syringe with a darzalex faspro that had the same type of debris. We have never had an issue with this medication before. The common denominator here is the 30 ml syringe. It is not a coring of the stopper since we use bbraun onguard adaptors for compounding. I have tried to repeatedly open a case via the customer portal, but everything is grayed out. I have registered for an account and it just sends me in a never ending loop. The item in question is: bd 30 ml syringe luer-lok tip; ref: 302832; lot: 4152396; exp: 05/31/2029.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Additional information received describe any patient harm, injury, complication or negative outcome that occurred as a result of the event - no patient harm.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported there was precipitate in the syringe. To aid in the investigation, one sample in an opened packaging blister and three photos were provided for evaluation by our quality team. A visual inspection was performed with 10x magnification. There is a particle, 1/16" long and light gray in color, located at the bottom of the syringe barrel. The three photos provided show a syringe with a particle in a clear solution. No other defects or imperfections were observed. The sample was sent to a laboratory for analysis. The sample was sent to a laboratory for additional analysis. The results returned inconclusive with an (B)(4) match to polyethylene, or a type of plastic. A device history record review was completed for provided material number 302832, lot 4152396. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.